Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not pass the drive manifold leak test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the drive manifold assembly. The stm completed the pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not pass the drive manifold leak test. There was no patient involvement and no adverse event was reported.